Manufacturer narrative:
The reported event of inadequate hv output could not be confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
New information received notes that the inadequate defibrillation vector resulted in multiple shocks failed shocks.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator unable to terminate arrhythmia until the fourth shock. The ICD was explanted and replaced. The patient was in stable condition.